Event description:
The customer states that the inpeco system module for their architect c8000 analyzer generated sample presentation errors at module #4 and as a consequence, there was one patient result that was held on ams (middleware) but incorrectly reported out of the laboratory. The sample affected had a urine and electrolyte panel ordered. A crp was performed on the urine sample instead of the serum sample and was reported out of the lab. The customer had noticed the error and immediately retested the sample and reported a corrected result. The customer has added a rule to the ams software to hold all samples affected by sample presentation errors until confirmed. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.